Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received an unspecified low glucose reading and the customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). As a result, the customer experienced symptoms described as "dehydration, abdominal pain, nausea and vomiting, apathetic," and was unable to self-treat. The customer had contact with a healthcare professional (hcp) who obtained a laboratory result of 47 mmol/l compared to the sensor reading of 3.1 mmol/l and provided unspecified dose of fast-acting and long-acting insulin with saline drip as treatment for the diagnosis of hyperglycemia. There were no additional details provided as customer did not troubleshoot further. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigation is planned. A tripped trend review was conducted for the reported complaint and libre reader, no trends were identified that would indicate any product related issues. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data was reviewed and showed no anomalies or non-conformances that could lead to the complaint. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.